Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) and it was reported the patient's weight was unknown. The rep met with the healthcare provider (hcp) and they recommended a new MRI safe system for lumbar only and the old four leads removed. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient met with the manufacturer representative on the day of the report for programming optimization. The patient wanted the system checked as she had a fall a few years prior to the report. There were no therapy complaints. When the manufacturer representative read the implantable neurostimulator with the tablet, a ¿system invalid data¿ message appeared on the screen. The manufacturer representative found that the lead selection was not set up (patient has four pisces quad percutaneous leads.) The manufacturer representative setup the leads at that time and then performed an impedance test and some came back as open circuits. 2 leads were in the thoracic and the t9 locations are showing red with impedance readings greater than 40,000 ohms. After reconfiguring the lead layout from 0, 3 and 8, 11 were active to a 0-3 and 4-7. This resolved the impedance issue. The implantable neurostimulator was at 2.91 volts at the time of the report which was noted to be healthy for the implantable neurostimulator being 7 years old. There were no patient symptoms or complications reported.